Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 11.0 mmol/l, 17.6 mmol/l, and 7.3 mmol/l. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.